Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2024, when the patient was undergoing PICC catheterization under the guidance of b-ultrasound, the guide wire was inserted into the guide needle sheath as usual, but it could not be inserted normally. The inspection found that the tail end of the guide wire was burr-shaped. Then use scissors to trim it 3 times before it can be imported normally. No other information was provided.